Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw tips were melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. The silicone insulation on the cold jaw was observed to be detached at the tip exposing the inner metal component. The silicone insulation was also observed to be cracked near the base of the cold jaw. The detached silicone insulation was not returned for evaluation. There were no signs that the device burned. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿thermal decomposition of device¿ was unable to be confirmed, but was confirmed for the analyzed failure modes "material twisted; bent; wire" and "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw tips were melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.